Manufacturer narrative:
The event of ipg heating was reported to abbott. The patient reported the left (lumbar) scs gets warmer. The patient's thoracic scs ipg was repositioned do to pocket pain. Therapy was turned back on in recovery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the site of their thoracic scs ipg. Patient noted that they were experiencing heating at the ipg site as well. An ultrasound was performed and inflammation was noted near the ipg site however no infection was present. The patient had previously noted undergoing chemotherapy treatment. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was repositioned to address the issue. The patient has since noted that the ipg site heating issue has subsided.

Manufacturer narrative:
Section b3: event date is estimated.